Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery during bolus. Customer's blood glucose was 13.5mmol/l. The customer was assisted in troubleshooting however it was not completed due to customer declined to remove the cannula due she just changed it. The customer was advised to changed the entire infusion set. Customer will wait and see if she receives another alarm. No further information provided.